Event description:
It was reported that during an unknown procedure, the blade on the harmonic broke off in the patient and was retrieved. It is unknown what was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4).